Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all three channels. The noise was oversensed, resulting in an inapprorpiate atr episode. Also, there were multiple divert/reconfirm episodes. The noise could not be reproduced. It was also reported that the left ventricular epicardial lead exhibited a pacing impedance of >2000 ohms, with elevated pacing thresholds. The patient was no longer receiving bi-ventricular pacing; however, no patient symptoms were reported.